Manufacturer narrative:
Correction to h6 codes and b5. Event is no longer reportable.

Event description:
Additional information received indicates that there is no issue with the patients ipg and that the planned replacement was elective. Event is no longer reportable.

Event description:
It was reported that the patient needs a ipg replacement for an unknown reason. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated.